Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: was the needle piece(s) retrieved during the same procedure? Yes. If re-suture/re-closure was performed post-op: was reoperation necessary to remove the needle and re-close the wound? No. Were x-rays taken to locate the needle piece(s)? No (entire needle was recovered. Needle didn¿t break it was at the swedge). What measures were implemented to retrieve the broken piece? No broken pieces. Was there any additional tissue damage resulting from the search for the needle piece? N/a. In which tissue structure was the broken needle located? Breast. What is the surgeon's opinion of the potential consequences for the patient? No. H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil and a winding former with a detached needle were received for analysis. The product code is sxmp1b118. During visual inspection of the returned sample, the swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a lumpectomy on (B)(6) 2025 and a barbed suture was used. During the procedure, the needle broke at the swedge at the very end of the thread. Case was completed by tying off. There were no adverse patient consequences reported. Additional information was requested.